Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported, patient underwent revision surgery on (B)(6) 2016 to correct a hyperextension after undergoing a semi-contrained knee revision. Index out of cors scope. All components were revised. Patient presented a few weeks later complaining of stiffness and had post-operative flexion contracture. Patient underwent revision with mua on (B)(6) 2017 in which all plastic components were revised.